Event description:
My son is fed through a gastrostomy and the extension to the gport keeps breaking, listing first occurrence, but it has happened more additional times. Extension breaks and part of it stays embedded in the gj (gastrojejunal) tube and it's difficult to take out. First time it happened we were going to the hospital for an infusion and the hospital nurse was able to take the part out to be able to close out the g port and they had to provide an extension replacement. It happened again 06/02, 06/07, 06/14, 06/25. Each time having to take the part stuck out and having to use a new extension, having to buy extra extensions out of pocket for when they break. Manufacturer was notified. Complaint # is (B)(4). They did reach out asking for a medical order for replacements which is pending. This is happening to other people as per facebook search and tik tok search. / product details: amt- applied medical technology mini enteral extension set dual enfit y-port 6-1222-isosafamt g port (gastric port). Pt: 1850. Device: 1069, 2907. Ref: mw5190610, mw5190611, mw5190612, mw5190613. This report captures- amt minione enteral extension set #1.